Event description:
The account alleged the bed exit is not functioning. No pt impact.

Manufacturer narrative:
The tech tested the bed exit and found the bed exit functions as designed. No repair needed.